Event description:
It was reported that the programmer required repair. The programmer was returned for service and subsequently tested out of specification during manufacturers analysis. There was no patient involvement.

Manufacturer narrative:
Analysis identified a touch screen malfunction, there was no response to the touch screen with the test pen. It was also identified that the software needed to be upgraded. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: reconfigured hard drive, reloaded and updated software and the programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.